Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during surgery for a femoral neck fracture using an lcp-dhs: surgeon was going to fasten the blade, in order to apply compressions, surgeon inserted a torque driver and found the tip of the connecting screw was broken. Surgeon noted the breakage might have occurred during impaction. The tip of the connecting screw remains in the end of the blade implanted in the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. Our investigation of this instrument has shown that the threaded tip is indeed completely broken off. No abnormal findings were identified. We are not able to determine the exact cause of failure. We do presume though, that the breakage might have been created due to continuous mechanical loadings on which the connecting screw was subjected to.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.